Event description:
It was reported that a user applied a new libre 3 plus cgm sensor that initially displayed glucose values, after which glucose readings ceased and a replace sensor alert occurred, consistent with a cgm sensor failure and pairing failure requiring a new cgm. Symptoms included no reported clinical symptoms. Outcomes included replacement of the sensor and transfer to the cgm manufacturer for sensor replacement support. Investigation included troubleshooting and user education performed by support personnel. Investigation of this case revealed that the sensor did not continue to provide readings and required replacement. It was concluded that the cgm sensor failed and a new sensor was required, with no adverse health effects reported.